Manufacturer narrative:
Batch review performed on 03 nov 2015: lot. 083527: 34 items manufactured and released on jan, 20th 2009. Expiration date: dec, 31st 2013. No anomalies found related to the problem. To date, all the (B)(4) items of the lot have been already sold without any similar reported issue. Clinical evaluation performed by medical affairs director on 23 oct 2015: a quadra stem got loose after six years. There is no available information that allows an evaluation of the case to be made. The intraoperative fluoroscopic image is compatible with stem loosening. On 03 nov 2015 a final report was prepared with the information above reported. On the same day it was sent to the initial reporter and the case was closed.

Event description:
The patient was complaining of hip pain. The surgeon took x-rays and found that the stem was loosening and revised it. The explants will not be returned. X-ray is available.